Event description:
Beckman coulter chemistry analyzer reporting erroneously. The analyzer is giving a ratio of zero (0) with normal creatine and microalbumin levels. Pt: 4582. Device: 1535. Ref: mw5188642.